Event description:
The device was easily sliding in and out at the stopcock area. The rn noted the ventriculostomy had become completely disconnected. Patient ventriculostomy was eventually replaced during due to the disconnecting tubing.